Event description:
The pump was returned for testing due to an error code displayed. During manufacturing testing, the pump was noted to underdeliver. There were no reports of any adverse events while the pump was in use on a pt.